Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was able to be confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The trek rx device, referenced is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the procedure was to treat a de novo lesion in the 90% stenosed, mildly calcified, mildly tortuous, mid left anterior descending coronary artery. An attempt was made to pre-dilate the lesion with a 2.0x15mm mini trek balloon dilatation catheter (bdc) but the balloon ruptured at 12 atmospheres, due to calcification. Another attempt at pre-dilatation was made with a 2.5x15mm trek bdc, but that balloon also ruptured. A cutting bdc was used to successfully pre-dilate the lesion, and the procedure was successfully completed with implantation of a 2.5x18mm xience xpedition. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.